Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The customer confirmed that they found the reported issue was caused by a shorted accessory cable (from their 3g modem) which was connected to the device's system connector. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power three times. There were no reports of patient use associated with the reported event.